Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 239 mg/dl. The customer stated that the device was exposed to water. The customer doesn't know how the exposure occurred. Customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped and no cracks. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.